Event description:
There was no reported adverse impact to the customer¿s blood glucose level. At the time of the report, the customer had not addressed bg level. The customer reverted to manual injections for insulin therapy.